Event description:
Patient admitted to outpatient surgery center for right anterior lateral greater saphenous vein endovenous laser ablation with multiple stab phlebectomies. Vari-lase laser was used. A vari-lase standard kit, 4fr, 45 cm sheath was opened per physician's request.sheath was placed. Laser fiber was advanced through the sheath. Click/lock method was used to hold the laser fiber in the sheath, although I (the surgeon) felt that the lock mechanism was a bit loose. I started the laser and pulled back the sheath and fiber together, burning 100 joules per centimeter, total length of 16 cm. When I pulled the laser fiber out through the skin incision, the laser fiber was flush with the sheath rather than protruding 2 cm as is standard. The tip of the sheath was singed and, while I do not think that any part of the sheath was burned into the anterior lateral gsv, I cannot be completely sure that there are no residual burned pieces of plastic sheath within the patient. I looked to the click/lock mechanism which holds the laser fiber stationary within the sheath and the mechanism had come undone and the laser fiber was moving freely within the sheath. I had the sheath and laser fiber saved for further evaluation. Rn circulator in the room called the vascular lab at the request of dr. For nurse to bring another ultrasound machine to the room. Ultrasound was performed and no pieces of plastic were noted by either nurse or dr. The patient remained stable during the procedure. After the procedure the patient's husband was brought to the conference room by dr. And rn was also present for the conversation while dr. Explained the incident to the husband. It was also explained to the patient. Dr. Told the patient and husband potential complications to be aware of.

Event description:
Patient admitted to outpatient surgery center for right anterior lateral greater saphenous vein endovenous laser ablation with multiple stab phlebectomies. Vari-lase laser was used. A vari-lase standard kit, 4fr, 45 cm sheath was opened per physician's request.sheath was placed. Laser fiber was advanced through the sheath. Click/lock method was used to hold the laser fiber in the sheath, although I (the surgeon) felt that the lock mechanism was a bit loose. I started the laser and pulled back the sheath and fiber together, burning 100 joules per centimeter, total length of 16 cm. When I pulled the laser fiber out through the skin incision, the laser fiber was flush with the sheath rather than protruding 2 cm as is standard. The tip of the sheath was singed and, while I do not think that any part of the sheath was burned into the anterior lateral gsv, I cannot be completely sure that there are no residual burned pieces of plastic sheath within the patient. I looked to the click/lock mechanism which holds the laser fiber stationary within the sheath and the mechanism had come undone and the laser fiber was moving freely within the sheath. I had the sheath and laser fiber saved for further evaluation. Rn circulator in the room called the vascular lab at the request of dr. For nurse to bring another ultrasound machine to the room. Ultrasound was performed and no pieces of plastic were noted by either nurse or dr. The patient remained stable during the procedure. After the procedure the patient's husband was brought to the conference room by dr. And rn was also present for the conversation while dr. Explained the incident to the husband. It was also explained to the patient. Dr. Told the patient and husband potential complications to be aware of.